Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was fractured due to clavicle first rib crush. The fracture was confirmed via x-ray and resulted in increased impedance measurements. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.